Event description:
A peritoneal dialysis (pd) pt reported finding a fluid leak following his discontinued treatment. After receiving a cycler warning the pt opened the cassette door and discovered fluid inside the cassette door. He was advised to contact his pd nurse. The set was retained for eval. During follow up the pt reported that his effluent was clear. He did not have signs of infection. He was not prescribed prophylactic antibiotics. No adverse event reported at this time.

Manufacturer narrative:
The device has not been returned for eval at this time. A supplemental report will be submitted upon completion of the plant¿s investigation.